Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified common femoral artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient's complications nor injuries reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified common femoral artery. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with another of same device. No patient's complications nor injuries reported and the patient status was good.